Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on 12/15/2016, that on (B)(6) 2016, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted at the abdomen on (B)(6) 2016. No additional event or patient information is available. Data was provided, however there was no data available for the date of issue. The reported inaccuracy could not be confirmed. A root cause could not be determined via data.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The receiver will boot and charge. Perform functional test: passed all relevant tests.receiver log review: fail-multiple rttloss and power on's.open and interior inspection: fail-battery connector not seated proper into jp1. Take battery measurements: pass. The complaint is confirmed because the issue was seen through the log review. The reported event of initializing screen without manual restart was confirmed.. A root cause is assembly error.

Manufacturer narrative:
(B)(4). This MDR is associated with MDR report number (B)(4).

Event description:
This MDR is associated with MDR report number (B)(4).